Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the lead was returned in two pieces. An internal abrasion was noted breaching the re cable lumen at 4.0 cm to 4.5 cm from the distal tip. The re cable coating was also abraded at the same location. (B)(4).